Manufacturer narrative:
The bottom screw was fixed with screw lock to resolve the issue with no harm to the user or patient. Based on the information available and the testing conducted, the cause of the reported problem was the roll stand mount. The reported problem was confirmed.

Event description:
It was reported that after a short use duration, the roll stand mount became unstable, and the monitor fell off the stand, almost hitting the nurse's foot. The device was in use on patient at time of event, there was no adverse event reported.